Manufacturer narrative:
Product analysis #705832387:equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): two echelon-10 micro catheters was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened plastic bag. The unknown coil used during the event was not returned. Visual inspection/damage location details: the model and lot number for the unknown coil was not provided; therefore, compatibility could not be assessed. Due to the condition in which the echelon-10 catheters were returned, it could not be determined which pli or product event each echelon-10 micro catheter corresponds to. (Echelon 1) the echelon-10 total length was measured to be 152.2cm. Upon visual examination, the hub was found to be separated from the catheter body and not returned. No issues were found with the echelon-10 body or distal tip; however, what appeared to be blood residue was found with the distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. (Echelon 2) the echelon-10 total length was measured to be 155.7cm. The useable length was measured to be 148.0cm which was found to be within specification. The distal tip was found to be broken at proximal to dis tal marker band but retained by outer tubing. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): (echelon 2) the echelon-10 micro catheter was flushed, water exited from the distal tip. One in house ball tip mandrel was able to enter and pass through the echelon-10 micro catheter hub without issue. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance at hub¿ could not be confirmed, and the root cause could not be determined. In addition, an in-house ball tip mandrel was able to enter and pass through the echelon hub (echelon 2) without issue. Possible contributing factor to ¿catheter resistance at hub¿ is coil damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the spring coil was pushed out of the introduction sheath and could not enter the proximal part of 2 echelon catheters. The echelon and any accessories were prepared as indicated in the instructions for use (IFU). The echelon was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing intracranial aneurysm coil embolization. The access vessel was the femoral artery with a diameter of 8mm. It was noted the patient's vessel tortuosity was normal.